Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort at the pocket of the implantable cardioverter defibrillator. The device had 5.2 months of battery longevity left and the physician elected to bring the patient in early for a pocket revision. On (B)(6) 2020, the device was replaced during a pocket revision procedure. There were no adverse consequences to the patient.